Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s father (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter read inaccurately high compared to another device (onetouch ultramini). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the reporter was unable to be reached by phone for additional information. The reporter stated that on (B)(6) 2014, at 10.27am, the patient developed symptoms of ¿headaches, blurred vision and felt dizzy¿. In response to these symptoms the reporter stated the patient tested his blood glucose and obtained blood glucose results of ¿387, 467, 400, 420 and 361 mg/dl¿ with the subject meter and ¿160, 184 and 191 mg/dl¿ with another device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter stated that the patient is on insulin pump therapy and claimed the patient adjusted his dose of insulin based on the subject meter readings and took 4-5 units of humalog insulin. The reporter claimed the patient¿s symptoms worsened as a result of the insulin administered and stated the patient ¿had effects of low blood sugar¿. The reporter claimed a blood glucose reading of ¿64 mg/dl¿ was obtained on another device around the same time the alleged meter issue began. At the time of troubleshooting, the customer service representative (csr) noted that the unit of measure was set correctly on the subject meter. The csr determined that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.